Manufacturer narrative:
During the quality investigation testing overheating was duplicated. Further investigation revealed corrosion within the motor and other component parts. These parts were replaced and the device was repaired, cleaned, lubed, adjusted and return to the customer.

Event description:
A stryker core impaction drill was sent in for repairs for overheating during a wisdom tooth extraction. No adverse consequence was associated with the event. The procedure was completed successfully with another device; no procedure delays were reported.